Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully cut? Did the device partially staple (staples missing from the staple line)? What was the appearance of the deployed staples (b-shaped, irregular)? The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open colon resection procedure, the number three firing was incomplete regarding malformation of distal placement of clips. Another cartridge was placed in the stapler and performed a well performed placement of clips. Surgery was prolonged five minutes. There were no adverse consequences for the patient.